Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found one of the battery voltages to be lower than expected. The pod was connected to an external power supply in an attempt to establish connection with the master pdm. This attempt was unsuccessful. The pcb assembly was removed from the pod chassis and connection to the external power supply. This attempt was also unsuccessful. The beep test could not be performed and the download data could not be retrieved as a connection could not be made with the master pdm. The pcb was inspected and no damages or deficiencies that would lead to data loss were identified. The cause of the data loss could not be determined. The bottom battery voltage was found to be lower than expected. It could not be conclusively determined if the low battery voltage contributed to the data loss.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was bent and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level rose to 280 mg/dl while wearing the pod between 1 and 4 hours. The patient reported that the cannula was bent and being unsure if it was properly seated in the infusion site (leg). Additionally, it was reported that the pod was leaking insulin. As treatment a new pod was applied.